Manufacturer narrative:
Evaluation of the returned device found that the screw design in question is a reduction screw which has its tabs broken off. It was noted that the rod was not fully seated and that the tool could not be inserted over the rod-tulip assembly. The act of tightening with nothing in place can cause the break off tabs to splay causing the lock screw to jump a thread and become cross threaded as force is applied to the lock screw. Further subsequent tightening the cross threaded lock screw may cause severe damage to the tulip's threads. A counter torque wrench needs to be in place when reducing the lock screw in these screw assemblies. Review of manufacturing history for the reported lot did not reveal any deviations or anomalies. There were no previous complaints of this nature for the reported lot. As the root cause is attributed to technique, the need for corrective action was not indicated. The investigation results were reviewed with the complainant in effort to mitigate recurrence of this type of event.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
During a procedure performed in the (B)(6), the doctor had placed four s-lok polyaxial pedicle screws, two rods and corresponding locking caps, tightening each one with the torque/anti-torque assembly. When tightening one of the locking caps the tool could not sit properly on the screw head / rod complex because of the proximity with the superior screw and when torque was applied the thread of the pedicle screw broke and the locking screw would not tighten. The caps were removed, the damaged screw was removed and replaced and the rods placed using the same locking screws. There was a delay of 25 minutes due to this issue.